Manufacturer narrative:
(B)(4). Replacement fluid was researched and determined to have been incorrectly prepared by the customer's pharmacy. The replacement solution had been prepared by the pharmacy using sterile water instead of normal saline. This error leads to a hypotonic replacement solution which can induce rbc's to swell and lyze, creating residual pink/red waste plasma. No adverse health effects have been observed at the time of complaint. F/u inquiry by caridianbct to ascertain the pt's health found that the pt rec'd a unit of rbc's by transfusion the evening following the tpe procedure. No signs of distress had been observed prior to or following this tpe procedure. Warnings and responses to adverse conditions during apheresis procedures can be found in the spectra operator's manual pn (B)(4). The operator is warned to monitor pts closely during apheresis procedures for any reactions. Root cause: operator error. There was no failure of the product to meet manufacturing specifications. No other similar events for this lot number have been reported to date.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. During run, customer reported plasma line contamination alarm occurred. Waste plasma appeared red/pink by operator, no settling of rbc's observed in waste bag. Multiple attempts were made to obtain pt identifier information. These were unsuccessful. This report is being filed due to the potential for hemolysis.